Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were no drawer failures on site. The field service engineer inspected retractor bands of drawer 2.1, 2.2, 4.1, and 4.2, which were reportedly the failures at some point and no visible damage to retractor bands. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation 4000 had drawer failure. The customer reported that there was a one-hour delay in patient care and there was no harm in patient care. There were no adverse events or injuries reported based on this event.